Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead during an episode of ventricular tachycardia (vt). Reprogramming options were discussed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).